Manufacturer narrative:
The date of incident has not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Alleges lost brakes on hill and was injured.

Manufacturer narrative:
The device was returned and evaluated. The evaluation concluded that the controller failure was brought on by customer abuse.

Event description:
Alleges lost brakes on hill and was injured. Consumer was going down a hill, when he had allegedly gone about 20' the brakes went out. Consumer entered intersection, went through it, swerved to avoid hitting a car and hit the sidewalk. Alleges he flew off the scooter.

Manufacturer narrative:
The "date of event" and "describe event or problem" were updated. The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Alleges lost brakes on hill and was injured. Consumer was going down a hill, when he had allegedly gone about 20' the brakes went out. Consumer entered intersection, went through it, swerved to avoid hitting a car and hit the sidewalk. Alleges he flew off the scooter.